Event description:
It was reported that the lead exhibited unacceptable threshold and exit block was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Partial lead was returned for analysis. The distal helix end was not returned. External insulation abrasion was noted at 10.2cm from the connector pin, consistent with lead friction to the ICD can.